Event description:
Consumer complaint of erratic blood results. Expected blood glucose results range from 100 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined due to son's absence. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/25/2017 and open vial date is about a week ago. Recall test results performed fasting from meter memory: 202 mg/dl, (B)(6) 2015, 09:08:00 am. 202 mg/dl, (B)(6) 2015, 09:08:00 am. 328 mg/dl, (B)(6) 2015, 05:24:00 am. 62 mg/dl, (B)(6) 2015, 11:19:00 am. 463 mg/dl, (B)(6) 2015, 11:40:00 am. Based on error grid analysis of the back to back meter results reported as erratic (62, 463). The complaint is reportable. (Zone d). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strip evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.